Manufacturer narrative:
Catalog number- unknown due to catalog and lot number being unknown. Lot number: unknown due to catalog and lot number being unknown. Expiration date - unknown due to catalog and lot number being unknown. UDI - unknown due to catalog and lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to catalog and lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production catalog and lot number were not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the glidesheath slender wire would not pass through the needle in the sheath pack. Additional information was received on 15september2020: the producer was a left heart catheterization. A second glidesheath slender was used and it worked fine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.